Event description:
It was reported that during a percutaneous coronary intervention,a catheter was stuck in stent. The 50% stenosed target lesion was located in the mildly tortous and mildly calcified mid left anterior descending artery. An f/g atlantis sr pro² device was used. After a non bsc stent was deployed, post-ivus was performed. While the physician was positioning the catheter the guide wire exit port got stuck on the stent distal edge. Male/female luer connection was disconnected and removed the imaging core from the sheath. The guide wire was inserted into the sheath and then the latter was removed from the patient. The distal edged of the stent was then post-dilated with a balloon. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention,a catheter was stuck in stent. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. An f/g atlantis sr pro² device was used. After a non bsc stent was deployed, post-ivus was performed. While the physician was positioning the catheter the guide wire exit port got stuck on the stent distal edge. Male/female luer connection was disconnected and removed the imaging core from the sheath. The guide wire was inserted into the sheath and then the latter was removed from the patient. The distal edged of the stent was then post-dilated with a balloon. The procedure was completed with another of the same device. No patient complications were reported and patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found the following: the sheath strain relief was cut off and missing approximately 8.0cm long , the guidewire exit port was lifted 1.0mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Full image characterization testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assemble and specific performance specifications. The most probable root cause is user related as the dfu state ¿inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction.¿ the complaint reports "the stent might have a stent-malapposition". (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).